Event description:
It was reported that the microjoint heavy needle driver has a broken jaw and was missing piece at the very tip. This instrument was used in a clinical case; however, there is no info available to confirm if the failure occurred during the case. No pt injury or adverse outcome occurred.